Event description:
It was reported that the patient is experiencing severe pain. Since (B)(6) 2012, the pain has increased along the right buttock, thigh, hip and groin area. Patient is following with another surgeon and she states that doctor has stated that she will need a revision surgery. The revision will take place in (B)(6) hospital in (B)(6) with dr (B)(6).

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.